Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the day prior, the numbers on the screen of the insulin pump kept scrolling when trying to deliver a bolus. Customer stated that the buttons started working again after a while but the insulin pump would not deliver insulin. The next morning, the customer had high blood glucose of 500 mg/dl and treated with insulin pen. Current blood glucose value is unknown. No significant events leading to the keypad issue. The insulin pump would be replaced and returned for analysis.